Event description:
A malfunction alarm was reported by the caller due to a code 199 issue in the tandem source, indicating a pump malfunction. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), showing no adverse impact. Technical support assisted the customer with resetting the pump, which successfully resolved the issue, and the customer was instructed to continue using the pump and to report if the malfunction recurred.